Manufacturer narrative:
Procedure was completed as normal.

Event description:
The device looked normal with no defects when removed from the package. A small section of the base of the implant did not absorb blood completely (it remained firm and did not soften) and broke off from the rest of the implant while the knee was being closed. Size of the section was approximately 0.5" x 0.5". A total of 12 ml of blood were applied to the implant, with approximately 3-4 ml runoff. Dr was not concerned with the patient or event. Procedure was completed as normal.